Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4) the device history files were read out and analyzed. The customer specified (B)(6) 2025 as the date of the incident. There are no device history entries saved for this incident day. The last therapy approx. 4 months before ((B)(6) 2025) was therefore analyzed. (B)(6) 2025 at 11:03 a monoject 12ml us syringe was selected. The therapy was started with a flow rate of 2.72ml/h at 11:03. Vtbi was set to 6ml. The therapy was terminated by user at 12:28. 3.83ml were infused in total. Many (158 piece) battery voltage fault entries are conspicuous. No other abnormalities can be found in the device history files. A visual inspection was performed. The cover caps on the screw pillars on the lower housing were intact and undamaged. The technician seal is missing. The device has signs of use commensurate with its age. The contacts of the p2 plug are mechanically damaged. No external damage is visible. A functional test was performed. The device passes the self-test. An ops 50 ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of (B)(4). The device was disassembled and the inside was investigated. The ribbon cable for the piston brake, which is not laid according to the service manual, is striking. (The technician seal from the device is missing). The drive head shows a significantly increased play. The complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k092313, k172831, k191910.

Event description:
According to the event description: "pump over-infusing, tested after mishap with patient, delivering twice the amount."